Event description:
It was reported that the selector 35khz neuro handpiece was overheating. During a craniotomy on a (B)(6) male patient on (B)(6), 2012, the handpiece was getting hot during use. There was no injury to the patient or the user. The 35khz handpiece and the 35khz cusa tip (product ID and lot number of tip unknown) used were switched to the 24khz cusa handpiece and tip (unknown product ID, serial number/lot number of the 24khz handpiece and tip). Both the 24khz cusa handpiece and tip worked well. There was no delay in surgery.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.